Event description:
It was reported that there was a pt with advanced right breast cancer with fungating ulcer which was bleeding. The bleeding did not stop despite pressure, diathermy application and use of hydrogen peroxide. The surgeon tried to stop the bleeding ulcer by applying one piece of the absorbable hemostat to the base of the breast tumor. The pt developed an anaphylactic reaction which included facial swelling and wheezing. The pt has a history of asthma, atopic history and multiple allergies. The pt was given intravenous hydrocortisone 100 mg stat and intravenous piriton 8 mg stat and tds for one day. The pt has since stopped bleeding after an application of adrenaline soaked gauze and proceeded with surgery after a short course of radiotherapy.

Manufacturer narrative:
Date sent to the FDA: 08/12/2009. Anaphylaxis occurred - conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.